Event description:
User received discrepant sodium result for one pt sample. Initial result 128 mmol/l, repeat result 135 mmol/l. Additional repeat testing gave 134, 134, 126, 134, 134, 134, 133, 133, 128 and 132 mmol/l. Erroneous result was not reported. The field svc rep determined there was a problem with the fluid system and checked and cleaned the wash tower, replaced the o-rings, replaced ise tubing. He also checked the valve operation, reference flow and direct and indirect calibrator flow. Performance tests were performed.